Event description:
Reportedly, during a follow up the screen turn black and they had to re interrogate the device. They also have issues with the touchscreen.

Event description:
Reportedly, during a follow up the screen turn black and they had to re interrogate the device. They also have issues with the touchscreen.

Manufacturer narrative:
At the device reception the reported issue wasn¿t confirmed on the reported smarttouch. In addition, based on the files attached to the complaint the reported issue ¿ during a follow up the screen turn black and they had to re interrogate the device ¿ wasn¿t confirmed. We can see that there was an interrogation with a paradymrf in the morning and with a bradywireless in the afternoon and it was ok. There was not a re-interrogate traced in the files. We would like to confirm if the reported issue was seen with this smarrtouch (B)(6) please.

Manufacturer narrative:
At the device reception the reported issue was not confirmed. The ble interrogation communication works correctly without any freeze, or message error and without any touchscreen problem or black screen. In addition, according to observations in the expert data, the analysis revealed that on march 20, 2024, there was no device interrogated twice. The available expertise data indicate that on march 20,2024 one paradym rfdevice was interrogated in the morning and one brady wireless was interrogated in the afternoon. The smarttouch followed the repair procedure and was sent to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a follow up the screen turn black and they had to re interrogate the device. They also have issues with the touchscreen.